Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 dob, b1 (product problem), b5, d4 (lot, catalog, expiry date, UDI), g4 (PMA/ 510(k)), h4, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d10 concomitant, h6 medical device problem code.

Event description:
Surgery and microbiology report received: on (B)(6) 2023 patient had a fall, femoral fracture, pfna nagel depuy/synthes nail implanted. (B)(6) 2023 left hip diagnosis of sepsis, with no growth noted in pathology report. There was a periprosthetic bone fracture around the nail. Secondary reposition loss in the sense of a nail cut-out after osteosynthesis of pertrochanteric fracture by means of pfna and pain were noted. The wire cages, distal locking screw and nail were removed. The patient was implanted with a hybrid tep with a reclaim distal stem, conical proximal body, and biolox delta ceramic femoral head. It should be noted that no mention of acetabular components being placed during this procedure. (Create pc to capture pfna cutout, pain and femur fracture). Do not code for infection as no growth was noted. On (B)(6) 2023 the patient had a revision tep hip joint due to dislocation/joint luxation repositioning of dislocation, in which tissue was collected, which showed infection. There was no loosening noted. (Add proximal body and code for infection and head for dislocation (B)(4). On (B)(6) 2023 patient had a revision replacement of joint socket prosthesis depuy synthes cement cup (B)(6) along w tissue removal. Infection was noted. It is unclear if the depuy component listed was revised or implanted. (Depuy synthes cemented cup size 46 ref: (B)(6) triloc ii cup 32/46mm). At this time there is no indication of depuy products explanted on (B)(6) 2023. It is believed that depuy cup was placed. Additional follow-up will be conducted to clarify the (B)(6) 2023 event. On (B)(6) 2023, the patient had a revision, change of liner and femoral head along with extensive excision of diseased tissue. Competitor merete bio ball implanted along with bioball metal head were implanted. No mention of cup/stem being revised. This is considered an ongoing infection that has been captured on (B)(4). The cup and liner were placed when there was a known infection, the femoral head and reclaim stem have already been reported for the infection. Unknown date- tep was removed and spacers were inserted. (All components removed) on (B)(6) 2023 (future at the time) spacers to be removed again. Once again, this is an ongoing treatment of a known infection that was captured in (B)(4).

Event description:
Explantation of a reclaim hip-stem left side because of infection.

Manufacturer narrative:
Product complaint # : (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the removal was due to the nail cut-out from the femoral neck with secondary reposition loss.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Bfarm DHR review: product description: delta cer head 12/14 32mm +5. Product code: 136532320. Lot number: 4206161. 1) quantity manufactured:(B)(4). 2) date of manufacture: 04-07-2023. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 30-06-2028. 5) IFU reference: 090200701. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: bfarm DHR review. Product description: delta cer head 12/14 32mm +5. Product code: 136532320. Lot number: 4206161. 1) quantity manufactured:(B)(4). 2) date of manufacture: 04-07-2023. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 30-06-2028. 5) IFU reference: 090200701.